Event description:
A complaint of high readings was received on a customer's freestyle flash blood glucose meter. The customer obtained a reading of 95mg/dl compared to a laboratory reading of 58mg/dl. When plotting the readings against each other on a parkes error grid the result falls in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The cusotmer's meter was returned for investigations. The customer's test strips were not returned. Control solution testing was performed on the customer's meter. All results obtained fell within the assigned range. There is no onfo at this time that reasonably suggests a product malfunction. The customer's complaint of high readings could not be duplicated with the info provided and the investigations performed.